Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer previously received information alleging unit shut off while in use and "service required" alarm condition occurred on (B)(6) 2021 while on a patient and the patient's oxygen saturation dropped. The patient was then placed on a different device. It was reported that on (B)(6) 2021 the patient again decompensated and passed away. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external part of the device. After review of the event log, manufacturer found an oxygen blending module communication failure associated with the device and capacitor failure has been identified. Both the interface and the oxygen blending module circuit boards be replaced to address the e-349 errors as well as the obm test flow failure from the multifunction test station. In addition, the oxygen blending module air inlet also be replaced to address the physical damage identified as inlet plug was leaking. Manufacturer confirmed e-349 err_ripc_comm_to_obm_failed error code and leaking capacitor c27 was the cause of the interface board causing the complaint of fio2. Manufacturer replaced the c27 capacitor. Section h7 and h9 were incorrectly marked in the previous report, since the device is not under recall it has been corrected in this report.

Manufacturer narrative:
The manufacturer perviously received information alleging a "service required" alarm condition occurred on (B)(6) 2021 while on a patient and the patient's oxygen saturation dropped. The patient was then placed on a different device. It was reported that on (B)(6) 2021 at 6:50 a.m. Est the patient again decompensated and passed away at 7:02 a.m. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external part of the device. The manufacturer found the e-349 error from the device after further investigation. The manufacturer concludes they could confirm the customer allegation but there was no evidence of sound abatement foam degradation/breakdown was observed in this device.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred on (B)(6) 2021 while on a patient and the patient's oxygen saturation dropped. The patient was then placed on a different device. It was reported that on (B)(6) 2021 at 6:50 a.m. Est the patient again decompensated and passed away at 7:02 a.m. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.